Event description:
Clinic notes were received indicating that the vns patient was experiencing an increase in seizures. The patient's device showed low battery life remaining so the patient¿s device settings were decreased. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanting facility does not return explanted devices per hospital policy. It was reported that the physician wanted the generator replaced in a timely manner because the vns helped the patient who was very medically fragile. No additional relevant information was provided.